Event description:
It was reported that stent fracture occurred. A 2.75 x 8mm synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent was fractured when it was released. No further patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of the aware date since no event date provided.